Event description:
It was reported that the customer experienced a low blood glucose (bg) level, value not provided, and a seizure. Customer did not provide how low bg was addressed. Customer consulted their healthcare provider who assisted with making adjustments to the customers pump settings.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.